Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Event description:
It was reported that the patient is experiencing pain in her neck while using the bone stimulator. The patient stated she stopped wearing the stimulator on sunday and the pain stopped. The patient describes the pain as a tightness and stiffness that measures somewhere between an achy and stabbing pain. Zimvie customer service advised the patient to restart using the stimulator but only wear it for one hour the first day and slowly add an hour each day. The patient is amenable to this and said she would call back if the discomfort returned. The patient called back and stated that she had pain when treated 24 hours a day. After speaking with the zimvie sales representative, the patient stated that she scaled back her use to approximately 2 hours per day and she is tolerating this schedule. The patient stated she did not contact the doctor, only the sales representative. No further information has been reported at this time.

Event description:
It was reported that the patient is experiencing pain in her neck while using the bone stimulator. The patient stated she stopped wearing the stimulator on sunday and the pain stopped. The patient describes the pain as a tightness and stiffness that measures somewhere between an achy and stabbing pain. Zimvie customer service advised the patient to restart using the stimulator but only wear it for one hour the first day and slowly add an hour each day. The patient is amenable to this and said she would call back if the discomfort returned. The patient called back and stated that she had pain when treated 24 hours a day. After speaking with the zimvie sales representative, the patient stated that she scaled back her use to approximately 2 hours per day and she is tolerating this schedule. The patient stated she did not contact the doctor, only the sales representative. No further information has been reported at this time.

Manufacturer narrative:
Corrections - b4: date of this report added, d3: manufacturer address and email address, g1: contact office and manufacturer site, g3, g6: report type, h6: device code, impact code additional information - h4: device manufacture date, h6: method, h10: additional narrative, h11 this follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Event description:
It was reported that the patient is experiencing pain in her neck while using the bone stimulator. The patient stated she stopped wearing the stimulator on sunday and the pain stopped. The patient describes the pain as a tightness and stiffness that measures somewhere between an achy and stabbing pain. Zimvie customer service advised the patient to restart using the stimulator but only wear it for one hour the first day and slowly add an hour each day. The patient is amenable to this and said she would call back if the discomfort returned. The patient called back and stated that she had pain when treated 24 hours a day. After speaking with the zimvie sales representative, the patient stated that she scaled back her use to approximately 2 hours per day and she is tolerating this schedule. The patient stated she did not contact the doctor, only the sales representative. No further information has been reported at this time.

Manufacturer narrative:
Corrections: d1: brand name, d2a: device common name, d3: manufacturer, d4: model number, g4: PMA number, h6 product and evaluation codes. Additional information - a patient information this follow-up report is being submitted to relay corrected information based on UDI related data quality updates only.